Event description:
It was reported that during a laparoscopic colon surgery, the tissue pad melted. A new device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
Date sent: 2/19/2009: information anticipated, but unavailable at this time.